Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc2218500, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7078264.

Event description:
It was reported that the patient was not getting adequate pain relief as a result of leads that had completely come out of the epidural space. The physician rethreaded the leads back up and the patient was doing well postoperatively. The leads remain implanted in the patient.